Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had been experiencing high blood glucose levels despite treating with the insulin pump. Blood glucose level at the time of the call was 444 mg/dl. The customer was shipped a tubing clamp to complete troubleshooting. During a follow up call troubleshooting did not show any malfunction. The insulin pump was not replaced or returned for analysis.